Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced auditory left ventricular assist device (lvad) alarms, but there were no visual alarms on the system controller. It appeared that the system controller connection points looked worn and set the alarm off when wiggling it. Log files were sent for review. The log files captured no unusual events. It was later communicated the patient did not have alarms on batteries after they switched from the mobile power unit (mpu). The patient came to the clinic and didn¿t report any additional alarms since the initial ones on the mpu.